Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had down button did not work sometimes. The customer¿s blood glucose level was unknown. Customer stated that they change battery more than once every 7 days. Customer stated that insulin pump got random or unexplained no delivery alarm. The insulin pump will not be returned for analysis.